Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. It was noted that the implantable cardiac monitor exhibited post sensed t-wave oversensing leading to false tachy episodes. Programming changes were suggested and performed. The patient was stable throughout the event and will continue to be monitored normally.